Event description:
It was reported that the insulin pump alarmed off no power. Customer's blood glucose reading was 412 mg/dl. Customer stated that the insulin pump has a blank display. Troubleshooting was done for the blank screen by replacing the battery. However, customer declined to troubleshoot for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.